Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2008, this patient underwent aortic arch replacement surgery. On (B)(6) 2008, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tg2610/06167048, tg2810/05989826). No issues were reported. The patient tolerated the procedure. On (B)(6) 2008, a type ii endoleak of unknown origin was reported. The diameter of the aneurysm was 58 mm. On (B)(6) 2008, the patient was discharged. On (B)(6) 2009, six month follow-up imaging showed that the diameter of the aneurysm was 58 mm. The endoleak was reportedly resolved, and no issues were reported. Subsequent follow-up imaging showed no issues with shrinkage of the aneurysm to 54 mm. On (B)(6) 2011, three year follow-up imaging showed that the diameter of the aneurysm was 57 mm. Non-contrast computed tomography (CT) was performed, so it was unknown if endoleak was present. On (B)(6) 2012, four year follow-up imaging showed that the diameter of the aneurysm was 57 mm. No issues were reported. On (B)(6) 2013, five year follow-up imaging showed that the diameter of the aneurysm enlarged to 59 mm. No endoleaks were reported. The physician elected to monitor the patient. No further information is available.